Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, when the touchscreen is unresponsive the customer has to press the wake button to return to the unlock screen, and the touchscreen will begin to function after. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.